Event description:
It was reported that civco floor mount system needed to be replaced due to an issue with the pelican case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).